Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the blade would not lock after implantation into the patient during a procedure on (B)(6) 2013. Surgeon left the blade in the patient and said there should be no adverse effect on this patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.